Manufacturer narrative:
Model number/catalog number: sc-1160; serial number: (B)(4); batch/lot number: 345504; model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient developed a hematoma in the thoracic area and had sensations in the legs. The physician could not confirm the cause. The patient underwent an explant procedure.